Manufacturer narrative:
A ge service representative performed an on site investigation. An open wire in the 5vdc ps4 power supply to the collimator node was repaired as a temporary solution. Later the cable from ps4 to the collimator node was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was no display on the collimator. No patient injury was reported.